Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging high readings on his lfs meter. Meter was sent to the wrong unit of measurement. He had obtained blood glucose of 299mg/dl and assumed the meter read 29.9mmol/l and did not experience any symptoms at the time of the testing. He visited a nurse and told her about the high readings and she tested him on her meter and obtained 10.6mmol/l. She advised him to contact lfs to get the meter checked. Patient does not recall going into the set up mode. Changing the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery or the patient accidentally changing the unit of measurement. Ccr sent the patient a replacement meter.